Event description:
The customer called to report a tubing leak that occurred during a treatment procedure. Customer called in to report noticing a leak in the donor line tubing during cycle 2 of a 6 cycle treatment. Customer stated that she aborted the treatment immediately and did not return any blood to the pt. Customer called in after the incident occurred and pt was released.

Manufacturer narrative:
Batch record review: review of lot history file for xts kit a754 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a754 was performed. There was 1 additional complaint reported for tubing leaks to date for this lot at the time of the investigation. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).